Event description:
It was reported that a freestyle libre 3 plus sensor failed to initiate warm-up on the ilet, with the display continuing to show "start sensor" until the user restarted the ilet and rescanned the sensor, after which pairing completed and the warm-up timer displayed correctly. No adverse clinical symptoms reported. Outcomes included successful resolution with restored sensor pairing and continuation of warm-up. User support included customer support troubleshooting and user education with device restart and re-pairing steps. Investigation of this case revealed a temporary pairing or communication issue that resolved with standard restart and rescan procedures, with no device component replacement required. It was concluded, based on previously established findings for similar reports, that user-interface or connectivity behavior contributed and that normal function was restored after standard troubleshooting.

Manufacturer narrative:
Initial.